Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure due to (B)(6) infection. It was reported that the patient's infection might have begun in the leg and spread to the patient's bloodstream. It was noted that the exact source of infection was unknown, but it was not believed to be device related. The patient nearly died and would likely take antibiotics for the rest of his life.

Manufacturer narrative:
Additional information was received that the patient had fever and was comatose due to infection. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to (B)(6) infection. It was reported that the patient's infection might have begun in the leg and spread to the patient's bloodstream. It was noted that the exact source of infection was unknown, but it was not believed to be device related. The patient nearly died and would likely take antibiotics for the rest of his life.